Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: on investigation, the pump powered on with operational audio tone. The audio tone was evaluated and found to be within the required specifications at 72.2 decibels. The pump was opened for further investigation; the audio module (piezo) was intact without damage, defect or contamination. Investigation did not duplicate the complaint and the pump was found to functioning as intended and within the required specifications without malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.